Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high pacing impedance was noted on the right ventricular lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A partial lead was returned in two pieces measuring 8.5cm from the connector portion and 51.2cm from the distal portion. The damage found was sustained during procedure. The reported event was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found insulation abrasion from 1.9 cm to 4.4cm from the distal tip. The etfe cable coating of one of the ring electrodes was abraded.